Event description:
It was reported that during a device changeout procedure for normal battery depletion (nbd), this right ventricular (rv) lead broke in half. It was noted that the patient was pacer dependent. The patient was in asystole for approximately one minute, and was later intubated. It was noted that the patient was doing okay and was externally paced. Afterwards, the whole system was explanted and replaced. The pacemaker will be returned for analysis, however the leads will not be returned. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.